Manufacturer narrative:
A maquet service technician examined the affected operating table column and found the hydraulic system for the castors was not working correctly due to a hydraulic fluid leak. The device's control unit detected a problem with the castors and prevented their operation for safety reasons. Because of this, the operating room staff was only able to use the adjustment functions "resetting longitudinal shift" and "adjusting the operating table within the reduced height adjustment range". The leaking component has been repaired and the device returned to service. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.